Event description:
The patient was infused a dose of piperacillin/tazobactam via an add-a-vial type bag. The nurse broke the spike in the bag, reconstituted the drug, and infused it into pt. The tip of the spike worked its way through the bag, into the tubing, and was caught in the drip chamber of the IV tubing going into a triple lumen central catheter. The nurse was alerted to the situation when the pump alarmed when no fluid was going through the drip chamber.